Event description:
A report was received explaining that during an injection, the needle became detached from the syringe and remained in the patient's arm temporarily. There was no patient or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.